Manufacturer narrative:
The device was received for evaluation. During functional testing, a downstream occlusion alarm was not reproduced due to an unrelated error. A review of the event history log revealed downstream occlusion messages. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was verified. The cause of the condition was determined to be the downstream sensor reading was out of the specification with a loaded test set, and the downstream tubing guide was out of specification. The downstream tubing guide requires replacement to correct the issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump was out of tolerance indicating downstream occlusion when there was none during an unspecified process step. There was no report of patient injury or medical intervention associated with this event. No additional information is available.